Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise and an impedance measurement anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information on 5/13/2016 stated that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited chronic noise. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
This report is to correct the previous additional information submitted reportable aware date from (B)(6) 2015 to (B)(6) 2016.